Manufacturer narrative:
A2 - age at time of event: the subject was 69 years old at the time of study enrollment. D3 - manufacturer zip/postal: gu9 8ql g1 - MFR site zip/post code: gu9 8ql h6 - patient code(s): e2402 was used to capture the reported patient symptom of post embolization syndrome (pes). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via clinical study that the patient had post-interventional embolization syndrome. On (B)(6) 2023, the subject was randomized into a clinical trial. Therasphere treatment was performed on (B)(6) 2023. Re-treatment with therasphere was performed on (B)(6) 2023. Planned treatment type was selective treatment. Target volume was 119.6 cm3. 2.99 gbq was administered through one vial. Total activity of therasphere delivery to lung was 0.131 gbq and total activity of therasphere delivery to perfused liver tissue was 1.09 gbq. Radiation dose to perfused liver tissue was 442 gy and radiation dose to lungs was 6.5 gy. On (B)(6) 2023, on the same of re-treatment with therasphere, the subject was diagnosed with post-interventional embolization syndrome with symptoms of abdominal pain and nausea. Medication was administered as a corrective action to treat the event.

Event description:
It was reported via clinical study that the patient had post-interventional embolization syndrome. On (B)(6) 2023, the subject was randomized into a clinical trial. Therasphere treatment was performed on (B)(6) 2023. Re-treatment with therasphere was performed on (B)(6) 2023. Planned treatment type was selective treatment. Target volume was 119.6 cm3. 2.99 gbq was administered through one vial. Total activity of therasphere delivery to lung was 0.131 gbq and total activity of therasphere delivery to perfused liver tissue was 1.09 gbq. Radiation dose to perfused liver tissue was 442 gy and radiation dose to lungs was 6.5 gy. On (B)(6) 2023, on the same of re-treatment with therasphere, the subject was diagnosed with post-interventional embolization syndrome with symptoms of abdominal pain and nausea. Medication was administered as a corrective action to treat the event. It was further reported that the subject was treated with eletrostatic therapy (intraocular) on (B)(6) 2023. The previous report of medication to treat the event was retracted.

Manufacturer narrative:
A2 - age at time of event: the subject was 69 years old at the time of study enrollment. D3 - manufacturer zip/postal: (B)(6). G1 - MFR site zip/post code: (B)(6). H6 - patient code(s): e2402 was used to capture the reported patient symptom of post embolization syndrome (pes). Based on the nature of the product, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.